Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. There was no physical evaluation performed as the device was not returned. However, possible causes for the occurrence of error message e433 are as follows: 1. Disturbance of the esg-400 due to interspersed electromagnetic interference fields (temporary error). 2. The user presses the footswitch during device startup (temporary error caused by user action). 3. Defective foot switch due to short circuit in the plug (temporary error). This case was dealt with by the CAPA 147p-017 implemented on 03/30/2015. 4. Defective foot switch due to defective reed contact (temporary error). 5. Defective cable connection between hvps board and generator board (temporary or permanent error). 6. Defective cable connection for the output signal between generator board and relay board (temporary or permanent error). 7. Defective transformer tr1 on the generator board (permanent error). 8. Defective current transformer on the generator board (permanent error). 9. Defective impedance converter on the generator board (permanent error). 10. Defective peak value rectifier on the generator board (permanent error). 11. No or too low supply voltage from the hvps board (permanent error). 12. Output voltage too low due to poorly switching hf output stage on the generator board (permanent error). 13. Defective hvps board due to short-circuiting of the mos transistors (permanent error). 14. Defective motherboard due to short circuit of resistor ntc1 (permanent error). 15. Defective motherboard due to defective adc (permanent error). 16. Defective tvs diodes on the relay board (permanent error). The root cause is attributed to device failure, however cannot be traced specifically. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The olympus technical support engineer was informed by the biomedical engineer at the user facility that the high frequency electro-surgical generator unit has an error ¿e433 on the unit¿ and wanted to know the error means. The reported problem was found at an unspecified event. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
During troubleshoot via telephone, olympus advised the customer the reported e433 error means an internal software and hardware error. The customer will further perform troubleshoot and will send in the subject device if the problem cannot be resolved. As part of the investigation, olympus followed up with the customer to obtain additional information regarding the event and the status of the device, but no information has been obtained. The investigation is still ongoing; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.